Event description:
The customer reported that the central nurse's station (cns) intermittently went into signal loss with 7 transmitters. No patient harm reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) reported 7 telemetry devices which were having intermittent signal loss issues on the cns (pu-621ra sn: (B)(6).the units would go into signal loss for 5-10 minutes and get a signal for about 30-45 seconds before going into signal loss again. Service requested: on-site support. Service performed: nka employee went onsite and discovered the customer was using another vendor's wmts system, which was affecting the nk system. They were using a mortara telemetry system which was causing interference. The channels on the mortara telemetry had been changed to the same range as the nk system due to interference from a nearby radio station. The issue was resolved upon rearranging channels. Investigation conclusion: the root cause is determined to be interference due to use of a second wmts telemetry system which was using channels in the same range as the nk telemetry devices. There was no deficiency of the nk devices. The cns functioned as designed and notified user of issue with error message "signal loss" on the affected beds. Issue was resolved upon rearranging channels. No risk assessment is performed as the reported issue does not involve a non-conformance. Additional device information: d11 & c2 concomitant medical devices: the following devices were used in conjunction with the cns: zm-540pa's: serial numbers were not provided. Org's: no models and serial numbers were provided.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) intermittently went into signal loss with 7 transmitters. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical devices: the following devices were used in conjunction with the cns: zm-540pa's: serial numbers were not provided. Org's: no models and serial numbers were provided.

Event description:
The customer reported that the central nurse's station (cns) intermittently went into signal loss with 7 transmitters. No patient harm reported.